Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was received in two pieces. Based on this observation, the reported event is confirmed. Additionally, fiber tip degradation was identified, which is expected for consumable device during normal use. The fiber was functionally tested, and the aiming beam could not be observed due to the fiber body break. Based on all the available information, it is likely that procedural handling during set up for use such as excessive manipulation, contributed to the fiber body break.

Event description:
It was reported that during the procedure the connector of the fiber was sparking. A second fiber was used to complete the procedure without clinical consequences to the patient. Analysis of the returned device identified a break in the fiber body.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was received in two pieces. Based on this observation, the reported event is confirmed. Additionally, fiber tip degradation was identified, which is expected for consumable device during normal use. The fiber was functionally tested, and the aiming beam could not be observed due to the fiber body break. Based on all the available information, it is likely that procedural handling during set up for use such as excessive manipulation, contributed to the fiber body break.

Event description:
It was reported that during the procedure the connector of the fiber was sparking. A second fiber was used to complete the procedure without clinical consequences to the patient. Analysis of the returned device identified a break in the fiber body.